Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with implantable pulse generator (ipg) implanted passed away suddenly and was alone at the time of death. Patient family is questioning if the device was working as intended.